Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and coeliac disease ('autoimmune disorder type of disorder: celiac disease') in a 34-year-old female patient who had essure (batch no. 959215) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular menstrual cycle, fever, joint pain, nausea, vomiting, fatigue and allergy to metals. Concomitant products included betacarotene;bioflavonoids nos;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;colecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral), bifidobacterium bifidum;bifidobacterium lactis;lactobacillus acidophilus;lactobacillus brevis;lactobacillus bulgaricus;lactobacillus casei;lactobacillus paracasei;lactobacillus plantarum;lactobacillus rhamnosus;lactobacillus salivarius (probiotic 10), celecoxib (celebrex), hydrochloric acid, hydrocodone bitartrate;paracetamol (vicodin), ketorolac tromethamine (toradol), linaclotide (linzess), lubiprostone (amitiza), pancreatin (creon), simeticone (simethicone) and sumatriptan succinate (imitrex df). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraines / headaches") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced abdominal distension ("bloating"), anal incontinence ("gastrointestinal or digestive system condition type: periodic incontinence of stool daily, incontinence of gas, flatulence, cramp,bloating, severe digestive disease"), flatulence ("flatulence"), gastrointestinal pain ("cramp") and dyspepsia ("digestive disease"). In (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced coeliac disease (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain ("pelvic pain/ chronic"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and adnexa uteri cyst ("benign para tubal cyst") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy - laparoscopic removal of bilateral essure devices). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain and flatulence was resolving, the coeliac disease had not resolved, the pelvic pain, dysmenorrhoea, menorrhagia, abdominal distension, migraine, weight decreased, anal incontinence, gastrointestinal pain, dyspepsia and adnexa uteri cyst outcome was unknown and the alopecia had resolved. The reporter considered abdominal distension, abdominal pain, adnexa uteri cyst, alopecia, anal incontinence, coeliac disease, dysmenorrhoea, dyspepsia, flatulence, gastrointestinal pain, menorrhagia, migraine, pelvic pain and weight decreased to be related to essure. The reporter commented: patient received treatment for pelvic pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Abdominal x-ray - on (B)(6) 2013: essure devices are present bilaterally and well positioned. Both fallopian tubes are occluded. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : flatulence, celiac disease, abdominal pain, benign para tubal cysts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received. New events: pelvic pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding) were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and coeliac disease ('autoimmune disorder type of disorder: celiac disease') in a 34-year-old female patient who had essure (batch no. 959215) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular menstrual cycle, fever, joint pain, nausea, vomiting, fatigue and allergy to metals. Concomitant products included betacarotene;bioflavonoids;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;colecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral), bifidobacterium bifidum;bifidobacterium lactis;lactobacillus acidophilus;lactobacillus brevis;lactobacillus bulgaricus;lactobacillus casei;lactobacillus paracasei;lactobacillus plantarum;lactobacillus rhamnosus;lactobacillus salivarius (probiotic 10), celecoxib (celebrex), hydrochloric acid, hydrocodone bitartrate;paracetamol (vicodin), ketorolac tromethamine (toradol), linaclotide (linzess), lubiprostone (amitiza), pancreatin (creon), simeticone (simethicone) and sumatriptan succinate (imitrex df). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraines / headaches") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced anal incontinence ("gastrointestinal or digestive system condition type: periodic incontinence of stool daily, incontinence of gas, flatulence, cramp,bloating, severe digestive disease"), flatulence ("gastrointestinal or digestive system condition type: periodic incontinence of stool daily incontinence of gas, flatulence, cramp,bloating, severe digestive disease"), gastrointestinal pain ("gastrointestinal or digestive system condition type: periodic incontinence of stool daily incontinence of gas, flatulence, flatulence, cramp,bloating, severe digestive disease"), abdominal distension ("gastrointestinal or digestive system condition type: periodic incontinence of stool daily incontinence of gas, flatulence, flatulence, cramp,bloating, severe digestive disease") and dyspepsia ("digestive disease"). In (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced coeliac disease (seriousness criterion medically significant). On an unknown date, the patient was found to have weight decreased ("weight loss") and experienced adnexa uteri cyst ("injury (ies) or complication (s) please describe: benign para tubal cyst"). The patient was treated with surgery (bilateral salpingectomy - laparoscopic removal of bilateral essure devices). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain and flatulence was resolving, the coeliac disease had not resolved, the migraine, weight decreased, anal incontinence, gastrointestinal pain, abdominal distension, dyspepsia and adnexa uteri cyst outcome was unknown and the alopecia had resolved. The reporter considered abdominal distension, abdominal pain, adnexa uteri cyst, alopecia, anal incontinence, coeliac disease, dyspepsia, flatulence, gastrointestinal pain, migraine and weight decreased to be related to essure. The reporter commented: concomitant drug: prenatal diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Abdominal x-ray - on (B)(6) 2013: essure devices are present bilaterally and well positioned. Both fallopian tubes are occluded. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : flatulence, celiac disease, abdominal pain, benign para tubal cysts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and coeliac disease ('autoimmune disorder type of disorder: celiac disease') in a (B)(6)-year-old female patient who had essure (batch no. 959215) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular menstrual cycle, fever, joint pain, nausea, vomiting, fatigue and allergy to metals. Concomitant products included ascorbic acid; calcium gluconate; cupric carbonate, basic; cyanocobalamin; ergocalciferol; ferrous sulfate; manganese chloride; nicotinamide; potassium iodide; pyridoxine hydrochloride; retinol; riboflavin; thiamine (prenatal), betacarotene; bioflavonoids; biotin; calcium ascorbate; calcium pantothenate; calcium phosphate; choline bitartrate; chromic chloride; cholecalciferol; copper sulfate; cyanocobalamin; folic acid; hesperidin; inositol; iron amino acid chelate; lycopene; lysine hydrochloride; magnesium oxide; manganese sulfate; molybdenum trioxide; nicotinamide; phytomenadione; potassium iodide; potassium sulfate; pyridoxine hydrochloride; retinol acetate; riboflavin; selenomethionine; silicon dioxide, colloidal; sodium borate decahydrate; thiamine mononitrate; tocopheryl acid succinate; ubidecarenone; zinc oxide (multivitamin & mineral), bifidobacterium bifidum; bifidobacterium lactis ;lactobacillus acidophilus; lactobacillus brevis; lactobacillus bulgaricus; lactobacillus casei; lactobacillus paracasei; lactobacillus plantarum; lactobacillus rhamnosus; lactobacillus salivarius (probiotic 10), celecoxib (celebrex), hydrochloric acid, hydrocodone bitartrate; paracetamol (vicodin), ketorolac tromethamine (toradol), linaclotide (linzess), lubiprostone (amitiza), pancreatin (creon), simeticone (simethicone) and sumatriptan succinate (imitrex df). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraines / headaches") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced anal incontinence ("gastrointestinal or digestive system condition type: periodic incontinence of stool daily, incontinence of gas, flatulence, cramp, bloating, severe digestive disease"), flatulence ("gastrointestinal or digestive system condition type: periodic incontinence of stool daily incontinence of gas, flatulence, cramp, bloating, severe digestive disease"), gastrointestinal pain ("gastrointestinal or digestive system condition type: periodic incontinence of stool daily incontinence of gas, flatulence, flatulence, cramp, bloating, severe digestive disease"), abdominal distension ("gastrointestinal or digestive system condition type: periodic incontinence of stool daily incontinence of gas, flatulence, flatulence, cramp, bloating, severe digestive disease") and dyspepsia ("digestive disease"). In (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced coeliac disease (seriousness criterion medically significant). On an unknown date, the patient was found to have weight decreased ("weight loss") and experienced adnexa uteri cyst ("injury (ies) or complication (s) please describe: benign para tubal cyst"). The patient was treated with surgery (bilateral salpingectomy - laparoscopic removal of bilateral essure devices). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain and flatulence was resolving, the coeliac disease had not resolved, the migraine, weight decreased, anal incontinence, gastrointestinal pain, abdominal distension, dyspepsia and adnexa uteri cyst outcome was unknown and the alopecia had resolved. The reporter considered abdominal distension, abdominal pain, adnexa uteri cyst, alopecia, anal incontinence, coeliac disease, dyspepsia, flatulence, gastrointestinal pain, migraine and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Abdominal x-ray - on (B)(6) 2013: essure devices are present bilaterally and well positioned. Both fallopian tubes are occluded. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : flatulence, celiac disease, abdominal pain, benign para tubal cysts. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received : case become incident. Unspecified event "injury to herself" was updated to more specific events : abdominal pain, celiac disease, migraines, anal incontinence, flatulence, gastrointestinal pain, abdominal distension, dyspepsia, paratubal cyst, hair loss. Weight loss. Aka name added, reporter added, lot number added, patient demographic added, essure insertion date updated and removal date added, product indication updated. Events onset date, events severity, concomitant drug, medical history and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.